Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure because the artificial urinary sphincter (aus) was no longer working. Patient was unable to manipulate aus pump because hydrocele was in the way. The doctor removed the hydrocele, freed up the tubing for the pump and it worked fine. Doctor then decided to scope and found that the cuff had eroded, therefore, the pump and the cuff were explanted. The components were not replaced. There was no device malfunction associated with the explanted devices and the patient is expected to fully recover.